Event description:
The surgeon was implanting the shunt and tried to turn the tuohy needle slightly to redirect the catheter with no success. He withdrew the catheter and it appeared that one of the drainage holes got stuck on the top or edge of the needle. This fractured the catheter. He commented that the "tuohy" needle is extremely sharp on the entire surface and that this can cause fracture if you are turning the needle angle to find open space in the sub arachnoid area. He feels that the point of the needle need only be sharp to penetrate the dura and that the rest of the sides could be blunt to enhance dilation rather than have a cutting edge that could potentially fracture the catheter under torque.